Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the prograsp forceps instrument did not open or close anymore. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that both pitch cables were found to be loose at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. One of the loose pitch cables became frayed. The frayed segments stuck out at wrist. Upon housing removal found pitch cable loose at clamping pulley, but no loose clamping pulley screw was found. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported frayed cable found during failure analysis if to reoccur could cause or contribute to an adverse event.